Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient removed his sensor after receiving a sensor failed alert. On (B)(6) 2026, the patient removed his sensor after receiving a sensor failure alert. Upon removal, he noticed a bump and redness at the sensor insertion site on his arm. The following day, the patient observed that the insertion site remained red and had developed black-and-blue discoloration (bruising). On (B)(6) 2026, the patient consulted his doctor because the insertion site appeared to be infected. The patient reported that the affected area extended beneath the entire adhesive patch. The patient stated that he was not hospitalized and that no treatment was performed on the skin. The physician prescribed oral antibiotic sulfamethoxazole-trimethoprim (800 mg/160 mg), to be taken once daily for 10 days. At the time of the report, the patient stated that he was doing fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.